Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced leakage. The following information was provided by the initial reporter: line with IV fluid and then was setting up for a secondary infusion, with lines and fluids in proper position for secondary med admin, noted fluid dripping from secondary bag. Line was in pump, with pump off. Fluid was dripping from secondary set into primary bag. Clamped secondary line as medication was dripping into primary fluid line. Changed primary set up and problem resolved.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of secondary set leaking could not be verified due to the product not being returned for failure investigation. Device history record review for model 2420-0007 lot number 22115424 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced leakage. The following information was provided by the initial reporter: line with IV fluid and then was setting up for a secondary infusion, with lines and fluids in proper position for secondary med admin, noted fluid dripping from secondary bag. Line was in pump, with pump off. Fluid was dripping from secondary set into primary bag. Clamped secondary line as medication was dripping into primary fluid line. Changed primary set up and problem resolved.